Manufacturer narrative:
A medtronic representative went to the site to perform preliminary testing of the equipment. Testing determined that the instrument tracker worked, but the patient tracker did not. The emitter and break out box were both green in the emitter details page. It was noted that the site had disposed of the patient tracker. Another site visit by a medtronic representative determined that the navigation system worked well without any issues. The battery was fully charging. It was thought that the issue could have possibly been caused by a faulty patient tracker, the system being unplugged accidentally, and a little bit of user error. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal procedure. It was reported that the emitter was not chirping and no instruments were tracking during the case. It was confirmed that the instrument interface box did have green lights but the tracking details did not show any instruments or the emitter. It was noted that the site had stated that the issue occurred when the system was rebooted after losing power and shutting down. It was unknown if the tracker cables were jarred when the system was accidentally unplugged. There was a less than hour surgical delay and no impact on patient outcome.